Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4). Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an unknown patient with no patient information available. It was reported on an unknown date patient had their pump explanted. The drug, dose, and concentration the patient was receiving was unknown. Manufacturer did not have any further information and provided the healthcare professional's information as hcp was the one that was sent the letters. No further information was available.